Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: printed circuit board failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The high flow insufflation unit was returned to the service center due to field corrective action. However, MDR reportable failure was found during testing at the service center. During inspection of the device, front panel goes dark and diminished brightness of leds. There was no patient involvement.